Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 12, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d1 (suspect medical device - updated brand name). D4 (additional device information - updated model number, lot number and unique identifier (UDI) number). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Method code #1: 3331 - analysis of production records. Method code #2:4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation, and the serial number was not provided. Manufacturing lot records did not identify any anomalies. As the serial number was unknown, the specific dimensions of the specific oxygenator were not able to be researched. As the sample was not returned, the complaint investigation was extremely limited. A root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the line on the outlet of the oxygenator blew off, even though the tubing was tie banded and pushed on past the first barb. Per user facility, it came off about 30 minutes after flowing prime solution at about 4-5 liter/minutes. No patient involvement; the product was changed out; procedure was completed successfully.